Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, upon opening, the body of 5f 100cm bernstein tempo angiographic catheter revealed a fracture of the body, which is why it was not used in the patient. There were no reports of patient injury. Image review demonstrates that no fracture condition was found on the device, however the catheter does appear to have a kinked condition located on the shaft of the catheter. The product was not returned for analysis. A product history record (phr) review of lot 18149848 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device the reported ¿catheter-cracked¿ could not be confirmed or further clarified., as the images provided showed a kink condition with no evidence of a crack or fracture. Procedural handling factors such as device damage upon removal from the packaging or while attempting to connect to another device can contribute to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter during removal from the package, grasp the hub and withdraw the catheter. Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18149848 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening, the body of 5f 100cm bernstein tempo angiographic catheter revealed a fracture of the body, which is why it was not used in the patient. There were no reports of patient injury. Image review demonstrates that no fracture condition was found on the device, however the catheter does appear to have a kinked condition located on the shaft of the catheter. The device was not returned for evaluation.